Manufacturer narrative:
It was reported that noise was coming from the device and that the speed was too high. The event occurred during a routine check. During inspection the error message safety-s, overload, direct were displayed on a hl20 pump. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported error safety-s, overload, direct can cause an unintentional pump stop. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2026-02-18 and 2026-03-29. The failure could be reproduced and the optical tacho board was replaced. Further the motor pulley needs to be replaced. The reported failures "direct", "safety-s", overload and "too high speed" were already investigated by the getinge life cycle engineering on 2020-04-01 in a similar case. The most probable root cause was determined as a defect sensor on the optical tacho board. It could not generate a signal with the information about the speed/direction of rotation of the pump head, resulting in various possible failures including "direct", "safety-s", overload, difference in set and actual speed. The failure noise coming from a defect belt kit was already investigated at the manufacturer on 2020-05-28. The most probable root causes were determined as: 1. Belt profile error causing them to not run properly in the rpm pulleys 2. Different height of the two pulleys 3. Belt pulley profile error 4. Faulty belt tension due to the age of the device and this components (almost 10 years old), age related aspects can be considered as well. The review of the non-conformities has been performed on 2026-02-19 for the period of 2016-05-19 to 2026-02-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-05-19. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "error message safety-s, overload, direct and noise " could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that noise was coming from the device and that the speed was too high. The event occurred during a routine check. During inspection the error message safety-s, overload, direct were displayed on a hl20 pump. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported error safety-s, overload, direct can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Event description:
It was reported that noise was coming from the device and that the speed was too high. The instance of time was not provided. During inspection the error message safety-s, overload, direct were displayed on a hl 20 pump. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the indian market on a significantly similar device to "hl 20, 4-pumps console base", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for hl 20, 4-pumps console base with catalog number 701028580, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.